Event description:
The customer reported the system constantly going into fiberlife and standby mode at 128,451 joules. The case was completed with a second fiber. The pt outcome was reported as "okay".

Manufacturer narrative:
The device was returned to the MFR and analyzed. The customers initial report of the system constantly going into fiberlife and standby, is not considered a reportable issue. Upon analysis of the returned fiber, the fiber was found to have a circumferential fracture proximal to the fiber/cap fusion zone. The cap was also found to have burnt on detritus and devitrification of the cap output window. The fiber condition would likely result in activation of the systems fiberlife function which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and or send the system to standby mode. Based on the analysis findings, the circumferential fracture condition may also result in a forward firing condition, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage.